Event description:
Nellcor puritan bennett received a report from a clinical technologist that the unit did not provide an audio tone following the speaker upgrade (z-0664-05). There was no patient harm reported.